Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of a peritoneal dialysis (pd) transfer set separated from the main body. The separation occurred during an unspecified process step of pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.